Event description:
It was reported that the zimmer ambulatory kit was used with the 2.5" catheter. 150ml of marcaine was inserted into the pump. The catheter was placed in the site of the hernia being repaired. The multi-rate infusor was set at 2 ml/hr rate and taped face down to pt. At 24 hours later, the 150ml was out of the pump. This is approx three times the flow rate. No leaks were reported. There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
This medwatch is being submitted late as it was identified during a retrospective review conducted pursuant to a FDA inspection at the MFR's facility in (B)(4), 2008 and in response to an inspectional observation. The agency's inspectional observation concerned the MFR's decision not to submit mdrs for certain events involving product manufactured at the (B)(4) facility.